Event description:
The initial reporter stated they received questionable results for approximately 10 patient samples tested with creatinine plus ver.2 on a cobas 6000 c501 module. The customer provided an example of one patient sample with discrepant creatinine results. The sample initially resulted in a creatinine value of 0.94 mg/dl. The sample was repeated due to data flags received in the customer's laboratory information system. The sample was repeated, resulting in a value of 3.72 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The creatinine reagent lot number was 93463301, with an expiration date of 31-oct-2026. Calibration data showed stability. Quality control data showed a persistent systematic shift. The field service engineer determined the issue was caused by torn vacuum tubing. The tubing was replaced. Mechanism checks and precision studies were performed. Precision studies were successful. The investigation determined the service actions resolved the issue.